Event description:
Caster housing assembly; single bearing. Dealer alleges bolt worked loose and slowly backed out causing caster housing assembly to fall off while user was in the chair. User fell out of chair and against a wall, with the chair on top of him. User received medical attention. Minor injuries reported.